Event description:
Status post bilateral submuscular transaxillary gels (unk size/type/MFR - no records) for augmentation. Pt complains of decreased right side with recent (3-4 mos) itching/soreness in right "imf". There has been no change in shape/texture or history of trauma. In addition pt complains of progressive systemic symptoms. These include back pain (and am stiffness), spasms, dysesthesias/paresthesias, fatigue, sleep disturbances, headaches, visual changes, memory loss, tearing, hair loss, oral sores, sensitivity to sun/cold, "imvp"/costochondritis and weight gain. Pt is otherwise healthy.